Manufacturer narrative:
Manufacturer's investigaton conclusion: a direct correlation between the reported event and heartmate 3 lvas (left ventricular assist system), serial number (B)(6), cannot be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Related manufacturer's report regarding subdural hematoma: 2916596-2022-12250.

Event description:
It was reported that the patient presented to the emergency department on (B)(6) 2023 with a headache and left upper extremity weakness. The patient stated that the headache lasted for a couple of hours followed by left upper extremity episode of weakness and pain. The weakness lasted for around 10 minutes. The patient was concerned by the symptoms given their history of subdural hematomas. Neurologic exam was unremarkable and computed tomography (CT) scan did not show anything acute. The patient was discharged the same day after 9.2 hours of evaluation with recommendations to follow up with a previously scheduled neurology appointment on (B)(6) 2023.